Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the motor position encoder error and motion sensor test failure alarms due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and motion sensor test failure. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was exposed to a magnetic clasp. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.